Event description:
Info has been received (on 5/7/1998 and 10/12/1998) from a physician regarding a 65-year-old male pt who receivd a 2 synvisc injections bilaterally (4/16/1998 and 4/23/1998) in the treatment of moderate osteoarthritis (positive joint narrowing osteophytes). Concomitant therapy and medical history were not provided. The pt experienced an "acute tense effusion" (4/25/1998) in the right knee only following the second injection. Synovial fluid analysis revealed a white blood count of 46,000, however, a culture of the same was negative. The pt's symptoms progressed and he was admitted to the hosp on 4/27/1998. Lab studies included an abnormal sedimentation rate (value unspecified) an an elevated c reactive protein (17x upper limit of normal) suggesting and an acute infection. Treatment included serial aspirations and intravenous antibiotics (vancomycin) for three days. On 5/1/1998 an arthroscopic irrigation, debridement and biopsy were performed (the knee was lavaged with 12 liters of intravenous lavage solution containing an unspecified antibiotic). The results of the biopsy were positive for acute and chronic inflammation. The pt continued to experience tension effusions of the right knee requiring serial joint aspirations. On 5/8/1998, an open arthrotomy snovectomy was performed. The pt has recovered. Distributor's comments: this report is being submitted at the distributor's request, as they have recently determined that they had a reporting responsibility during the time period that this event occurred. The MFR had an established MDR review and closeout process in place, and this was followed according to the business arrangement between the two parties. The MFR has investigated and appropriately closed this case. It was not deemed reportable according to MDR regulations. Since the case was deemed not otherwise MDR reportable, it will be included in the next PMA annual report for this device medical product. Code of "other" is referring to (elevated sedimentation rate and c- reactive protein).